Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: always twist the tubing connection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.

Event description:
It was reported that an occlusion alarm occurred. Customer reported that the t:lock connection was not as tight as normal. Customer tightened the connection and suspected this may have been the cause of the occlusion alarm. Customer changed out pump supplies to address the alarm. Customer's blood glucose was 265 mg/dl.